Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the single port (sp) maryland bipolar forceps instrument did not move properly and motion was not intuitive. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.